Event description:
It was reported that an ultra set disposable disconnect y-set ¿didn¿t fit tightly when it was connected to the tube (about 1cm gap)¿. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.